Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the screw is badly broken just below the third thread at approximately 8mm from head. In addition the screw head shows not just signs of usage but is damaged/deformed on the inside but signs of excessive force being applied while tightening, which led to the breakage. This lot number was manufactured to specification with no deviations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw broke when the surgeon was inserting it into the plate. There was prolongation of the surgery of half an hour. The patient¿s status is reported at okay. The surgeon replaced the broken screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.